Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to double-counting and noise. Lead measurements were all in range. The noise was reproduced in the hospital. The patient refused further surgery. The patient has no history of tachyarrhythmias and so tachy therapies were programmed off.